Event description:
It was reported the patient experienced increased pain with stimulation. The patient has declined reprogramming. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.